Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device lot number lk6618, and no non-conformances were identified. Additional information b5 narrative: changed another one to complete the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.